Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The manufacturer representative went to the site to test the imaging system. The reported issue was confirmed and parts were replaced. A system checkout was performed and the system is working as intended. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used in a sacroiliac and thoracolumbar procedure. It was reported that the system would not take x-rays. The site rebooted the system and then the image acquisition system (ias) would not start, so the site rebooted again. There was no delay to the procedure. No impact on patient outcome. Additional information was received from the manufacturer representative (rep) indicating that the system was unable to emit x-ray and a frame grabber error was found in the log. Additionally, the rep suspected that the initial failure was of the power switching board and while the original board was used the computer was planned to be replaced at a later date. It was later determined that the power switching board was also replaced at the same time as the computer.

Event description:
Medtronic received information regarding an imaging system being used in a sacroiliac and thoracolumbar procedure. It was reported that the system would not take x-rays. The site rebooted the system and then the image acquisition system (ias) would not start, so the site rebooted again. There was no delay to the procedure. No impact on patient outcome.

Manufacturer narrative:
The computer was returned to the manufacturer for evaluation. After functional testing, performance testing, visual/physical examination and usability inspection the reported issue was not confirmed. The imaging system's computer booted to the application successfully. The installed the computer on a known working system and the generator and motion readied. Communication and charging succeeded 2d and 3d imaging acquisition were successful while under testing. No failures were found. The power switching board was returned to the manufacturer for evaluation. After functional testing, performance testing and visual/ physical examination the reported issue was not confirmed. The power switching board was installed on a known working system. The system booted, motion, x-ray and communication readied. All tests passed. No failures found. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The pcba bi30000163 pwr switching board assy was returned for analysis. Analysis confirmed the complaint of ias not turning on. The power switching board was installed into o-arm test system 267 and the system did not ready. Power switching board did not provide power to ias computer, therefore did not ready. The power switching board was faulty. The cable assy bi30000443 mvs interface was returned for analysis. Analysis was unable to confirm the complaint of unable to acquire x-ray. The mvs interface cable was installed into o-arm test system 267 and the system booted, motion, x-ray and communication readied. Passed motion and gain calibrations. The foot switch and hand switch acquired multiple 2d and 3d images successfully. No problem was found. Fdm 10 applies to both pcba bi30000163 pwr switching board assy and cable assy bi30000443 mvs interface. Fdr 120 and fdc 4307 pertain to the pcba bi30000163 pwr switching board assy. Fdr 213 and fdc 67 pertain to the cable assy bi30000443 mvs interface. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The svc kit bi71000112 oarm comp 554/3.1.6 (rev. 3 : s/n (B)(4) was returned for analysis. Analysis confirmed the complaint of ias not turning on. On application of power the hard drive did a quick cyclic clicking and the computer did not begin the boot process. There was a hard drive failure. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.